Event description:
Corrected information received from the customer stating this was not a complaint against the company intraocular lens. This was a handling issue with the surgeon.

Manufacturer narrative:
Due to the corrected information, this record will be closed canceled and there will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was cut and did not go well into the eye. Additional information has been requested.